Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages, damaged te pad/sensing electrode) was confirmed due to the lead 2 wire being broken and the drvn_gnd wire being pinched in the ECG ¿1¿ to ECG ¿2¿ cable. The belt did not pass essential performance testing. The root cause for the broken and pinched wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.